Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and 278 mg/dl. Customer also reported that insulin pump received insulin flow block alarm and some sort of error before the insulin pump and multiple insulin pump error. The customer provides details on symptoms related to the high blood glucose level episodes such as abdominal pain. Customer was treated with manual injection. Customer was not using auto mode. Customer did not alleging insulin pump was under delivering. Customer was able to performed high pressure test at this time. Assisted with performing the high pressure test and the test results received the insulin flow block alarm. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.